Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Facility called in stating that the pt was put into MRI mode yesterday for an MRI. Today while scanning today they are claiming that the device came out of MRI mode. . Outbound call made directly to hospital to get to MRI dept due to mail box full. Caller reviewed that pt had scan yesterday went into and out of MRI mode with not issue. No issue during the scan. Today, they activated MRI mode prior to scan today and half way through the pt called indicating that he was in "severe" pain so they stopped scan and confirmed device had gone out of MRI mode. Caller also indicated that device hasn't been helping him for some time now. Pt states he has been trying to contact a rep for 6 months an redirected to managing hcp. Caller indicated they had called on-call hcp at clinic who told them to call medtronic to page rep. On-call hcp indicated that pt hasn't been seen in office for 2 yrs. Redirected to nas. Asked caller numerous times for name, sound on phone was garbled, believe name to be bri. Caller also indicated that she has seen issues with device coming out of MRI mode but didn't have further information and believes it was another manufacturer. She states she had reported it to someone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.